Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchors of the fast-fix 360 curved deployed simultaneously. A backup device was available to complete the procedure. There was a reported delay of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
The device was returned with a single t separated from the delivery needle and a fray of suture was attached to it. The returned implant is not an entire t. There are shear marks on the t from either fracture or contact with another device¿s force. The needle delivery shaft and tip shows bowing and a slight twist. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. The device device¿s deployment system functions as intended. There appears to be use factors that contributed to the complaint symptom and device¿s condition. No manufacturing issue found to support the complaint.